Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the right ventricular lead was explanted and replaced on june 9th, 2020. The patient was reported to be in stable condition throughout and following the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the right ventricular lead exhibiting noise oversensing. The patient was brought to the clinic for additional testing and found that the noise was reproducible. The clinic elected to continue to monitor without making any changes. The patient's condition remained stable.

Manufacturer narrative:
The reported event of noise oversensing was confirmed in the laboratory. Final analysis found a partial lead was received in three pieces. The connector portion was 14.9 cm, the outer insulation piece was 8.0 cm, and the distal portion was 15.3 cm. An external insulation abrasion breaching the outer insulation was noted at 7.7 cm to 7.8 cm from the cut end of the outer insulation piece. The abrasion was consistent with insulation friction to the device can. All other damages found were consistent with procedural damage.